Event description:
This customer reported that a shock was not delivery in the manual mode. The users switched to the AED mode to deliver energy. There was no negative impact to the involved pt.

Manufacturer narrative:
(B)(4): this customer reported that a shock was not delivered in the manual mode. The users switched to the AED mode to deliver energy. There was no negative impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.